Event description:
Complaint was received in a batch report from the dist (log #420774) on (B)(6) 2014. Complaint alleges three (3) potential false negative hcg results using the consult diagnostics hcg dipstick. No additional info was provided.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention strips. Retention strips were tested with hcg cutoff urine control and 3 high level hcg positive urine controls, all results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen in-house analysis and insufficient info provided by client. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.